Event description:
On (B)(6) 2010, pt reported, the down button on infusion device works intermittently. This has been ongoing for (B)(6) and was noticed when trying to deliver a bolus. Both up and down buttons responded correctly at time of call. Pt began using this infusion device approx (B)(6) ago. Pt delivers 3-5 boluses per day. Up and down buttons pop up when pressed. Infusion device has not been dropped or exposed to water or insulin ingress. Infusion device was replaced and requested evaluation. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.